Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted with the pump reset, and noted that the issue did not recur after resetting, allowing the customer to continue using the pump with advice to contact support if any further issues arise.